Event description:
It was reported the pt (B)(6) is without stimulation and unable to establish communication with the ipg via the programmer. Attempts to address this matter via non-invasive troubleshooting have been unsuccessful. X-rays of the ipg site were taken for further interrogation; however, those results have not been disclosed.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.